Event description:
It was reported that the autopulse board is showing user advisory 8 that cannot cleared.

Manufacturer narrative:
The autopulse platform (s/n) (B)(4) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platform revealed a damaged battery lock. The battery lock was replaced. The reported problem of user advisory 8 (motor controller fault detected) was not confirmed. The platform was inspected and tested by a trained zoll service representative and no system malfunction was found. No adverse event reported.